Event description:
It was reported that when the attachment was on a handpiece, the attachment overheated. There was no pt involvement and no adverse consequences.

Manufacturer narrative:
The attachment was received at the manufacturer for evaluation. Based on the investigation, the failure was most likely caused by debris and corrosion.